Event description:
Unit alleges high venous pressure during dialysis. Nurse reports fistula needle was patent until patent until patient was started on dialysis. Patient placed on larger guage needle w/no furhter problem. No patient injury reported.